Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced undersensing, a possible false pause and low r-waves. It was further reported that the icm was protruding through the skin. The icm was explanted. No patient complications have been reported as a result of this event.